Event description:
It was reported that the patient experienced inadequate and loss of stimulation. Additionally, the implantable pulse generator (ipg) no longer holds a charge, causing difficulty in communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.